Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) as resetting.